Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8120 error 357.6020 technical support- 1. Replace front case/keypad 2. Replace logic board 3. Return to factory. Recommended replace keypad. James will replace front case/keypad. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 26jan2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the sn(B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 357.6020. The tech recommended replacing the front case keypad and the logic board. There was no patient involvement.

Manufacturer narrative:
Additional information:h6.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 357.6020. The tech recommended replacing the front case keypad and the logic board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 357.6020. The tech recommended replacing the front case keypad and the logic board. There was no patient involvement.